Event description:
Allegedly the surgeon found that the knee of the pt swelled up on the x-rays, and that the tibial insert and the tibial base were disassociated.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device code is addressed in the package insert. Attempts are being made to have the device returned for eval. Add'l info has been requested. This report will be amended when the investigation is complete. This event occurred in another country.